Event description:
A us distributor returned a monitor and reported that the monitor cannot run detect and treat due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's touchscreen was cracked and not functional preventing to perform patient set up for detect and treat test. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.